Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues closing the instruments¿ jaws using the master tool manipulator right (mtmr). The customer used another surgeon side console (ssc) and completed the procedure robotically with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) due to physical damage. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported complaint. Upon visual inspection, broken grip springs were observed. Inner and outer grip springs will be replaced as a fix. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.